Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Correction- eval code-method updated. Eval code-result updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 2000 to 3000 mcg/ml; 800 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2019. It was reported the pump was refilled (B)(6) 2019 where the intrathecal baclofen was changed from 2000 mcg/ml to 3000 mcg/ml at 800 mcg/day. On (B)(6) 2019 the patient became "loopy", went to the emergency department and was admitted. A catheter dye study was attempted on (B)(6) 2019 but were unable to aspirate the catheter via the catheter access port (cap). No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported per the patient's husband, the first pump malfunctioned because the wrong concentration was put in. A new device was placed in (B)(6) 2019. No further information was reported.

Event description:
Additional information was received from a consumer on (B)(6). It was reported that the patient had been performing routine titrations to reach optimal therapy and was at the point that they were feeling a whole lot better. Going into the refill on 2019-mar-04, the decision was made to only increase from 800mcg/day to 850mcg/day instead of the usual 10%. At this particular refill, it was thought that the concentration was increased from 2000mcg/ml to 3000mcg/ml and the potential concern was that the concentration was higher than labeling recommended. On (B)(6) the patient went to the hospital and was admitted for 100 days because the pump was not working right. After being admitted the hcp performed tests on the pump along with the manufacturer representative and thought that maybe the pump "crystalized." It was noted that they couldn't get the insertion needle in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the patient being loopy was clarified as the patient was hallucinating and did orient. The cause of the inability to aspirate the catheter was not determined. The patient was switched to lioresal with a bridge bolus and the patient became itchy, restless and confused. The patient went to the operating room on monday ((B)(6) 2019) and aspirated the catheter. The cerebrospinal fluid was sent off. The pump was replaced and started back at 800 mcgs with 50 mcg bolus. Within a day and a half the patient was completely back to normal. The pump will be returned to the manufacturer. Patient weight was (B)(6).